Manufacturer narrative:
(B)(4). D10: item# : 00875705002, continuum tm shell multi 50 hh lot #: 65888713, g2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery the liner did not assemble mating the cup. It was reported a delay of 30mins. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated/corrected. The insert was returned for investigation. The flat rim and the inner surface of the insert are inconspicuous. On the backside, it is possible to see a series of metal transfers. Commonly observed metal transfers from the seating are also visible all around the taper region. As the shell involved in the event was not returned, a product evaluation on this item could not be performed; moreover, it is not possible to test the assembly of the two parts. A review of the device manufacturing records confirmed no abnormalities or deviations. Surgical technique specifies that the size of the insert is indicated by a letter code and needs to match the size on the corresponding shell. Bone or soft tissue remnants must not overlap the edge of the shell as they may prevent the insert from snapping into position; therefore, it is recommended to clean and dry the inner surface of the shell before positioning the insert. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Review of the manufacturing records confirms that the insert was produced according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. Based on the available information it remains unknown if and to what extend a possible interference between the insert and the shell during the procedure might have contributed to the reported event. Therefore, based on the available information, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.